Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alert. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that in past they receiving a weak battery alarm and they were clear the weak battery alarm with esc or act button. Customer was able to successfully clear the alarm. Customer stated that the time was advanced by 1 minute. Advise the customer to discontinue use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.